Event description:
Procedure type: laparoscopy. According to the reporter: the stapler did not fire the dlu, the situation was repeated with the second dlu. The difficulty resulted in a formal laparotomy. There was no unanticipated tissue loss. There was unanticipated extension of the incision by more than three inches. There was no blood loss. The surgical time was delayed 45 minutes without influence on pt hosp stay. No device fragment or component fell into the pt, and nothing was left in the pt. Post operation diagnosis of the pt is ok. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).